Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury (perforation of anterior leaflet) was due to procedural circumstances (i.e., release of grasp) in conjunction with challenging anatomy with thin leaflets. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report leaflet perforation. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. An ntw (lot: 30412r1080) was placed a2/p2 with an mr reduction to grade 2. A second nt (lot:30222r1071) clip was placed lateral to further reduce mr. Grasping had no issues, but the physician decided to relocate the clip more lateral. When the grasp was released, perforation of the anterior leaflet was observed. The clip was then repositioned on an intact segment of the anterior leaflet and deployed. After deployment the clip was tilted because of the weakened support from the damaged anterior leaflet, but remained stable in place. The procedure ended with mr reduced to grade 2.